Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. The pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (+600 mg/dl). Contact stated that the customer will use manual injections to stabilize blood glucose levels and to continue insulin therapy.